Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident of low plasma. There was no patient injury or further complications reported, and surgical records will not be provided. Since no patient harm is being alleged, no further assessment is warranted at this time. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found statements related to fluid leakage and low ablation. A review of risk management files found that the reported failure was documented appropriately. The visual inspection under magnification of the wand shows minimal electrode erosion with contamination/discoloration and scratch/scuff marks on the return electrode and spacer. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation the device produced low plasma when activating the device in saline solution at ablate/coag min/max settings. The suction line was tested and performed as intended; the saline line was tested and performed fluently when tested on a saline bag. No fluid leakage was found on the device. The complaint of low plasma was confirmed; however the complaint of fluid leak was not confirmed. Factors unrelated to the design or manufacture of the device that could have contributed to the observed findings: (1) insufficient suction flow causing the wand to overheat and degenerate at a faster rate. (2) hitting the tip against a hard surface such as a cannula, bone, etc. (3) extensive use of the wand causing excessive screen/ electrode erosion (4) vacuum is in range of 200 mm hg to 400 mm hg (5) excessive debris on the electrodes may cause low plasma output.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident of low plasma. There was no patient injury or further complications reported, and surgical records will not be provided. Since no patient harm is being alleged, no further assessment is warranted at this time. A complaint history review concluded this was an isolated event. A review of the instructions for use found statements related to fluid leakage and low ablation. The visual inspection under magnification of the wand shows minimal electrode erosion with contamination/discoloration and scratch/scuff marks on the return electrode and spacer. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation the device produced low plasma when activating the device in saline solution at ablate/coag min/max settings. The suction line was tested and performed as intended; the saline line was tested and performed fluently when tested on a saline bag. No fluid leakage was found on the device; all risks have been adequately identified in the dfmea, and no changes are required at this time. The complaint of low plasma was confirmed; however the complaint of fluid leak was not confirmed. Factors unrelated to the design or manufacture of the device that could have contributed to the observed findings: (1) insufficient suction flow causing the wand to overheat and degenerate at a faster rate. (2) hitting the tip against a hard surface such as a cannula, bone, etc. (3) extensive use of the wand causing excessive screen/ electrode erosion (4) excessive debris on the electrodes may cause low plasma output.

Event description:
It was reported that during a tonsillectomy, the wand had a fluid leakage and poor cutting effect. In normal use, without other external force, there was water leakage near the hose connection at the end of wand. The procedure was completed with a competitor device with no significant delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.